Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: blood leakage from the gas outlet of the oxygenator. The product was replaced during treatment. No patient consequences were reported. (B)(4).

Manufacturer narrative:
(B)(4). The product was not available for return so the laboratory investigation and DHR review could not be performed. However, maquet cardiopulmonary gmbh was already aware of a similar issue involving broken and distorted fibers and CAPA (B)(4) had been opened previously to address this malfunction. This CAPA was closed on (B)(6) 2016 after a full investigation was performed and corrective actions were implemented. Please note this is the final report.

Event description:
(B)(4).